Event description:
It was reported that the device was sent in for preventive maintenance but a repair was needed. There was no patient involvement. During device evaluation, the comb was damaged. Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10: concomitant therapy: 00770304000, z.s.g.m. Cutter 4:1 ratio, 1513948; 00770303000, z.s.g.m. Cutter 3:1 ratio, 1513994; 00770302000, z.s.g.m. Cutter 2:1 ratio, 1513931; 00770301500, z.s.g.m. Cutter 1.5:1 ratio, 1521367. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.